Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Several attempts have been made to obtain further information regarding the event, the iabp, and its repairs, however, at this point no further details have been provided. If any additional information is provided in the future, a supplemental report will be submitted.

Event description:
The customer reported that the registered nurse (rn) noticed that the screen on the intra-aortic balloon pump (iabp) went completely blank and the iabp stopped working. The rn noticed that the power was still on, but the iabp powered down and restarted without difficulty. The customer reported that the iabp is currently working with no problems and the screen is visible. No adverse event has been reported.